Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.